Event description:
It was reported that the pt underwent a c-section in 2004, and absorbable sutures were used. It was reported that three months later, and for the next seven months, the pt experienced problems with the abdominal incision, including drainge and opening up of the incision. In 2006, she experienced problems requiring unspecified medical treatment. In five months later, the pt noticed a string protruding from the abdominal incision site. She underwent surgery and the sutures used in the c-section were removed. No add'l info was provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.